Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: lot manufactured between may 21, 2019 to may 22, 2019. H10: the device was received for evaluation. A visual inspection was performed which revealed a small bag taped to the product with a spike port cap and a white sliver inside. Another small bag was taped to the product with white foreign matter. A damaged thread area was observed on the fill port connector cap and verified during magnified inspection. No shavings or damage was observed of the fill port connector. The white sliver found in the small bag with the cap and white foreign matter in the other small bag appeared to be plastic-like. The reported condition was verified as foreign matter from the damaged thread area of fill port connector cap. The cause of the damaged fill port connector cap could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) contamination was discovered on the fill port of an exactamix 250 ml eva tpn bag. The pm was further described as silver colored small plastic shavings from the threads left behind on the fill port. This issue was observed during setup/preparation prior to patient use. There was no patient involvement. No additional information is available.